Event description:
It was reported that a nursing assistant and l.p.n. Were in the process of transferring resident from wheelchair (boom) to bed when lift shaft went from a vertical to a horizontal position. Customer told co they were not going to send lift to mfg for evaluation. Sales rep would be allowed to view the lift there. (Trip report on file).